Event description:
The patient's explanted lead and generator were received into analysis and generator analysis has been completed. Lead analysis has not been completed to date. Generator analysis was reviewed and the reported high impedance was not see on the generator in product analysis (pa) lab. Various electrical loads were attached to the generator and the diagnostic test results showed accurate resistance measurements. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported by a patient that their physician interrogated their device and informed her that they had "no output current" but still had battery life. The patient requested that their device be rechecked immediately. Diagnostics were performed showing that the patient actually has high impedance and low output current. The patient states she still feels stimulation normally. She is not having any seizures and continued on her medication as directed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Lead product analysis (pa) has been completed and reviewed. The lead was returned due to allegations of lead fracture and during the visual analysis of the returned lead portion, the (-) green electrode quadfilar coil appeared to be broken approximately 29 mm from the electrode bifurcation. It was identified that this area had evidence of stress induced fracture (fatigued) with mechanical damage. Pitting was observed on the coil surface. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. Set screw marks found on the lead connector pin provide evidence that at one point in time a good mechanical and electrical connection was present. With the exception of the observed discontinuity and abraded openings in the outer tubing, the condition of the returned portion of the lead is consistent with the conditions that exist post explant. No other obvious anomalies were visualized. Based on the findings in pa lab, the discontinuity in the lead may have contributed to the allegations of lead fracture and high impedance. Since part of the lead was not returned for analysis, evaluation and commentary cannot be made on this portion. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were explanted and replaced. The generator was replaced due to battery depletion and it was previously reported to have high impedance and is the reason for lead replacement. The patient's replacement surgery facility is a no return site therefore the explanted products have not been received into analysis to date. No additional relevant information has been received to date.